Event description:
A tandem mobi cartridge alarm was reported by the caller. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer was able to change the cartridge successfully at the time of the event, which had occurred on a previous day.